Event description:
The end-user suffered injuries after the metal frame of a knee walker she was using broke apart at the axle assembly, separated from the steering column, causing the end-user to fall.

Event description:
On 8/22/2019 an email containing legal documents was received but not seen until 10/10/2019. The following information was received: injuries sustained complex regional pain syndrome as a result of a knee scooter incident. It aggravated her pre-existing right fifth metatarsal fracture and/or her right ankle sprain. Another doctor states it is better explained by fibromyalgia and disuse of the right foot rather than crps. Also states the increased gapping noted was evidence of the natural healing process - not an aggravated injury caused by the knee scooter.